Event description:
It was reported that the patient's auditory perception has decreased in comparison to the initial few months with stimulation. No injury was reported. The child had not undergone any therapy since the time of switch on.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.